Event description:
It was reported that the patient presented in the emergency room due to excessive therapies during a ventricular tachycardia (vt) storm. It was noted that the implantable cardioverter defibrillator (ICD) capacitor's charge time limit was exceeded due to excessive shocks. The capacitor was restored with a manual capacitor maintenance. The patient¿s condition is unknown.